Event description:
The patient presented to the hospital after receiving an alert. High impedance was observed. The pacing lead impedance noted to have a slight increase within the last few weeks and fluctuating from normal to high, the past week. A connection issue or lead fracture suspected. X-ray showed normal findings. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.